Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. 2nd batch reported: batch: 3320216, batch creation date: 2023-11-16, batch expiration date: 2029-02-28.

Event description:
Material# 305127, batch# 3320216 #3320217. It was reported by customer that needles break apart from the blue hub while pulling cap off. Verbatim: rcc received a complaint via email. Date: july 11, 2024. * name: xxxxxxx. * phone/extension: xxxxxxx. * department/service: pain management program / medicine services. * cost centre: (B)(4). Vendor name: bd precisonglide needle 25g x 1 ½ ¿ tw (0.5mm x 40mm). Hmms item ID: 3194. Manufacturer catalogue number: 305127. Vendor catalogue number: bd305127. Description of item: include lot number if available 3320216. Comments: we have had 2 needles break apart from the blue hub while pulling cap off ¿ there is concern of patient safety - as a physician is aware of a situation at lhsc where a patient has a needle lodged in their back. We have removed these needles with lot 3320216 and 3320217 from our exam rooms but will need replacements asap.

Manufacturer narrative:
(B)(4). Follow up . It was reported the needles break apart from the blue hub while pulling cap off. A device history record review was completed by our quality engineer team for provided material number 305127 and lot numbers 3320216 and 3320217. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received material# 305127 batch# 3320216 #3320217. It was reported by customer that needles break apart from the blue hub while pulling cap off . Verbatim: rcc received a complaint via email. Email(s) attached. Date: july 11, 2024. Name: xxxxxxx. Phone/extension: xxxxxxx. Department/service: pain management program / medicine services . Cost centre: (B)(4). Vendor name: bd precisonglide needle 25g x 1 ½ ¿ tw (0.5mm x 40mm). Hmms item ID: 3194. Manufacturer catalogue number: 305127. Vendor catalogue number: bd305127. Description of item: include lot number if available 3320216. Comments: we have had 2 needles break apart from the blue hub while pulling cap off ¿ there is concern of patient safety - as a physician is aware of a situation at lhsc where a patient has a needle lodged in their back. We have removed these needles with lot 3320216 and 3320217 from our exam rooms but will need replacements asap.